Manufacturer narrative:
The tip cover accessory was returned and evaluated. Visual inspection shows no damage to the tip cover. A fit check was performed by installing the tip cover on a mcs instrument, which revealed a proper fit against the tube extension with no slippage between the mating parts. The customer reported failure could only be replicated when the proximal end of the tip cover is partially installed over the tube extension shoulder and the instrument is removed from the cannula accessory at a high speed/force. The instruments and accessories user manual specifically states: the tip cover accessory is not properly installed if any part of the orange surface is visible, it is also not properly installed if installed beyond the orange surface and over the shaft. This causes a bulge on the shaft and may prevent it fitting through the cannula.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the tip cover is returned or if additional information is received.

Event description:
It was reported that during a da vinci si surgical procedure, the monopolar curved scissors (mcs) tip cover accessory, that was installed on the mcs instrument, fell into the patient as the instrument was being pulled out of the trocar. The tip cover was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.